Event description:
It was reported that the atrial lead became dislodged post implant. During lead repositioning attempt the helix did not advance or retract. A new lead was used to complete the procedure. There were no adverse effects before, during, and after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the helix was bent/damaged and clogged with blood/tissue and the inner coil in the connector region was over torqued due to procedural damage. Unable to perform helix mechanism/extension length test due to the condition of the helix as received. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region, the helix clogged with blood/tissue and the bent/damaged as received. Visual and x-ray examination of the lead did not find any additional anomalies with the exception of procedural damage.

Event description:
New information received stated that during implant procedure, the atrial lead became dislodged. Upon lead repositioning, the helix did not advance or retract. A new lead was used to complete the procedure. There were no adverse effects before, during, and after the procedure.